Manufacturer narrative:
The device has not been received yet and therefore not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During accuracy checks performed part of preventative maintenance, it was noticed that a pointer probe did not pass the test.

Manufacturer narrative:
It was reported that one of the two customer's pointer probes did not pass accuracy check during preventative maintenance testing. Event summary, device history record review and complaint history reviewwere completed and did not identify contributing factors. The part has been sent back to manufacturing site for evaluation. It was noted that the part was physically damaged and did not pass the accuracy test performed after recalibration at the manufacturing site. The part is out of calibration specifications. The pointer probe was most probably damaged during use.